Event description:
As reported from edwards patient support group, a patient's spouse called indicating that the patient passed away approximately 8 days post tavr procedure. The patient was discharged home and was doing well. At 2 days post tavr the patient's presented with dizziness, heart rate had dropped, and the patient passed out. The patient was treated at the hospital. The patient became unconscious and unresponsive. Upon review of medical records, the patient presented for chest pain and syncope. The patient was noted to have altered mental status secondary to cerebral hypoperfusion probably secondary to shock, secondary to severe bradycardia, status post temporary transvenous pacer placement; acute kidney injury likely secondary to renal hypoperfusion; possible sepsis of unclear etiology. Respiratory and blood cultures remain negative. The patient was originally planned for permanent pacemaker placement for complete heart block. However, after extensive conversation with the family member, placing of a pacemaker was declined. A decision was made to transition the patient to comfort measures. The cause of death was post cardiopulmonary arrest for complete heart block leading to symptomatic bradycardia. Additionally, likely septic shock, with an unknown source.

Manufacturer narrative:
The valve will not be returned to edwards for evaluation as there was no request for an evaluation and remains implanted in the patient. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (underlying atrial fibrillation) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time. H3 other text: device remains with the patient.